Event description:
The surgeon encountered excessive post procedure bleeding when using the ligasure* system on external hemorrhoids. The case in question is a 6 day post procedure bleed that required 2 units of blood transfusion. The apex of the left lateral quandrant 1 inch above the anal verge where ligasure* was applied was completely open approximately 1 inch in size. The surgeon sutured the defect closed. In the right posterior quandrant there was an open seal where ligasure* had been applied approximately 1 inch in size. This was also sutured closed. Procedure: hemorrhoidectomy 3 quandrants

Manufacturer narrative:
Uss reference: 200606-0083. Initial report sent: 6/12/2006